Manufacturer narrative:
It is suspected that the reported issue occurred due to malfunction of the right power drive handle. Additional evaluation of the device is needed to verify this therefore the investigation is still ongoing and no final conclusions are available at this time.

Manufacturer narrative:
Collecting of information is still ongoing. We are trying to contact with initial reporter to clarify the outcome for the involved caregiver. Conclusions from the investigation will be forwarded in final report.

Event description:
Arjo was informed about an event involving a citadel plus bed. Customer stated that when a caregiver activated power drive function, which facilitates the bed movement forward, the bed ran into the other caregiver. The caregiver got trapped between the bed and a furniture and as a result sustained unknown injury and was on sick leave. There was no patient involved.

Manufacturer narrative:
Arjo was informed about an event involving a citadel plus bed. Customer stated that when a caregiver activated power drive function, which facilitates the bed movement forward, the bed ran into the other caregiver. The caregiver got trapped between the bed and a furniture and as a result sustained unknown injury and was on sick leave. There was no patient involved. Each citadel plus bed is equipped with the power drive system feature which is intended to facilitate resident transport by providing powered transport of the bed. The power drive system allows activating forward and backward movement of the device. To activate this function, left and right-hand steering have to be applied at the same time by the operator of the bed. Left-hand trigger must be held down during entire duration of power drive operation. Right-hand trigger is used to give direction to movement (forward or backward). Releasing left hand trigger will make the power drive function inoperable. In the received complaint, left-hand trigger activated power drive function. After this event, the device was evaluated by an arjo technician. During the first test, the reported issue was duplicated. During the second test, recreation of the malfunction was impossible, the power drive system worked correctly. Based on above test, we concluded that the right-hand trigger was stuck in activated position due to unknown reason, therefore when the left-hand trigger was activated, the bed moved. In summary, the analysed case was determined as reportable in abundance of caution due to unfortunate sequence of events which contributed to the entrapment of the caregiver between a bed and a furniture. The caregiver sustained unknown injury and was on a sick leave. The device was not up to its performance specification, as the power drive function worked incorrectly. The citadel plus was not used for the patient therapy at the time of the event.

Manufacturer narrative:
Collecting of information is ongoing. The conclusions will be provided to the final report.

Event description:
A caregiver was entrapped between a citadel plus bed, and a furniture when a power drive function was activated. As a result of this alleged event, the caregiver was on a sick leave. Injury is unknown at this time.